Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No unresponsive button could be verified due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had exposed the insulin pump to a fluid. Customer stated that he got the pump wet. Customer stated that the pump was in his pocket and something spilled on him. Customer stated that the act button will not do anything. Customer also had a blank display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.